Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented with twitching in the chest. A pacing check revealed no atrial sensing or capture. The atrial lead had dislodged. The lead was repositioned and remains in use. It was noted that the patient is taking part in the protect-pace study. No further patient complications have been reported as a result of this event.